Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the etco2 dust cover was defective due to excessive play. There was no reported patient or user involvement and no adverse patient/user impact.